Manufacturer narrative:
After investigation of the complaint by the quality systems department, the results of lenstec's investigation are as follows; a full audit of all batch documentation relating to the production of the lens was performed. The audit concluded that all procedures in manufacturing and packaging of the lens had been conducted correctly. Batch reconciliation was 100.0%. This is the first complaint we have received relating to a lens from this batch. The lens remains implanted, therefore no specific device related testing can be performed and lenstec is unable to confirm the complaint. The examination notes detailing the doctor's findings were forwarded to lenstec's medical monitor for review. We are awaiting this review and any other additional information. When or if the lens is explanted, we have requested the lens return to lenstec for inspection. This complaint will remain open pending review from our medical monitor and any additional information received. Any additional information received will be provided in a supplemental report.

Event description:
Facility communicated with manufacturer about fibrous and very thick posterior capsule occuring following softec I implant in 2014. Later described as a film or thickness on the posterior part of the implant. Lens remains implanted.

Manufacturer narrative:
After investigation of the complaint by the quality systems department, the results of lenstec's investigation remain as follows; a full audit of all batch documentation relating to the production of the lens was performed. The audit concluded that all procedures in manufacturing and packaging of the lens had been conducted correctly. Batch reconciliation was 100.0%. This is the first complaint we have received relating to a lens from this batch. The lens remains implanted; therefore, no specific device related testing can be performed and lenstec is unable to confirm the complaint. The examination notes detailing the doctor's findings were forwarded to lenstec's medical monitor for review. This supplemental report includes this assessment. The medical monitor reviewed patient and lens history and concurs with lenstec that there are no manufacturing, storage or performance concerns of this lens. Therefore, lenstec reiterates that there is no evidence to suggest a lens related occurrence. Any additional information received will be provided in an additional supplemental report. Device remains implanted.

Event description:
Facility communicated with manufacturer about fibrous and very thick posterior capsule occuring following softec I implant in 2014. Later described as a film or thickness on the posterior part of the implant. Lens remains implanted. This is a supplemental report for the described event with medical monitor assessment.